Event description:
While servicing the ventilator, the manufacturer's service technician reported finding the nurse call alarm connector damaged. The service technician reported testing of the nurse call alarm failed, and the customer was using cables for an alarm state = closed system. Failure of the nurse call alarm using alarm state = closed system may result in no alarm to the remote alarm station when the ventilator alarms. The ventilator was not in use on a patient therefore there was no patient involvement or harm. The service technician replaced the main board to correct the finding. Applicable final testing was completed and all tests passed per operating specifications.